Manufacturer narrative:
The customer reported autobipolar will charge. The unit was returned and the reported condition was confirmed. The investigation found that the customer made a mistake when changing from the auto mode to the footswitch mode. The customer went into the setting mode and found the setting for the autobipolar footswitch trigger mode, the knob looks like a footswitch. When the customer activated the generator now with tissue between the forceps by footswitch activation, the unit started but didn't stop when the footswitch was lifted because the autobipolar mode works in the background. The customer thinks it's a fault because the generator doesn´t stop after the footswitch is lifted. The investigation identified the root cause of the reported event to be user error. No trend has been identified. No corrective action is required, because no trend has been identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit would self-activate when the generator was set in autobipolar mode.

Manufacturer narrative:
The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit would self-activate when the generator was set in autobipolar mode. There was no reported patient injury.